Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient experienced the infusion set fell of event on 19-feb-2026. No further information available.